Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir lid of reservoir compartment was damaged. The customer's blood glucose level was 9.6 mmol/l at the time of incident. It was also reported that the reservoir lid damaged reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will not return insulin pump for analysis.